Manufacturer narrative:
A complete lead was returned in one piece measuring 52.2 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right atrial lead exhibited a defective screw. The physician noted that the lead exhibited odd twisted shape under fluoroscopy; it was taking multiple turns to deploy the screw. The screw did not seem to deploy gradually, it ¿sprung out¿ all at once. It was suspected that the multiple turns to deploy the screw caused the torque in the lead causing the odd lead placement. The lead was tested outside the body, the same behavior was noted. The lead was not used, and another was implanted successfully. The patient was stable.